Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a measurement lock-up elective replacement indicator (eri) on the implantable pulse generator (ipg). It was also noted that the patient felt a "twinge" near their implant site. The error was cleared and the ipg was reprogrammed. The ipg remains in use. No further patient complications have been reported as a result of this event.